Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of a blocker broke during tightening within surgery. The blocker was removed and an alternative blocker was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of a blocker broke during tightening within surgery. The blocker was removed and an alternative blocker was used to complete the procedure without reported patient impacts.